Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the left subclavian artery occlusion may have been caused by a secondary thrombosis to a partial coverage at the time of the release of the prosthesis.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment in the traumatic rupture of the thoracic aorta in zone 3. It was reported that the stent graft was successfully implanted during the index procedure. The patient had separation of the scar at the vascular access site (left scarpa's fascia) post-operative. Wicking and local care was required. The outcome was favorable during the hospitalization. Some samples were taken at the left scarpa's fascia, and evidence of pseudomona aeruginosa were observed. The patient was diagnosed with wound infection. The patient was given antibiotic therapy of ceftazidime and ciprofloxacin for ten days. The surgical site infection at left scarpa's fascia was resolved. The investigator assessed this to be not related to the study device but related to the study procedure. It was also reported that there were bleeding and anemia post-operative. The patient received a blood transfusion and the bleeding and anemia were resolved. The investigator indicated that the bleeding and anemia were related to study procedure but was not related to the study device. The patient also had post-operative renal insufficiency. The cause of the renal insufficiency were related to the injection of contrast agent used during the procedure. The renal insufficiency was resolved two days later by hyper-hydration. The investigator indicated that it was related to the study procedure but not related to the study device. A cervical echocardiogram performed two months later revealed left subclavian occlusion at its origin. The occlusion is unresolved. The investigator indicated that the occlusion was related to the study procedure but not related to the study device. No additional clinical sequelae were reported.

Manufacturer narrative:
Additional information received; it was reported the patient expired with the previously reported occlusion still present at time of death. The death was confirmed to not have been related to device or procedure but sepsis from a resistant klebsiella strain pneumonia and urinary complications. If information is provided in the future, a supplemental report will be issued.